Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical data file does show a single analysis result of "no shock advised". The analyzed ECG showed a narrow complex organized rhythm, which does not meet any logic criteria for shockable conditions. There was no evidence within the data file that a "shock advised" response was returned. Evidence supports report was unsubstantiated. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown), during a near cardiac arrest, the device failed to charge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.